Manufacturer narrative:
The insulin pump was received with no button response due to the flattened esc and act buttons dome switch. The j2 on the lcd connector was inspected and no unlocked connector was noted. The pump had a cracked case at display window corners, cracked battery tube threads, a broken reservoir tube lip, a cracked belt clip slot, and a minor scratched display window.

Event description:
It was reported that the customer had an unresponsive act button on the insulin pump keypad. Customer's blood glucose was normal and did not require medical treatment.